Event description:
It was reported that the customer received low readings from the sensor, causing her insulin pump to threshold suspend, despite the fact her blood glucose was not low. She then received calibration error alerts. Customer stated the sensor reading was 60 mg/dl or below and her blood glucose was 120 mg/dl. Customer also stated her insulin pump screen went blank without an alarm, but the display screen returned when the battery was changed. There was a bad battery alert. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.